Event description:
A ventilator was returned to the manufacturer for routine foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the device did not meet acceptance criteria of evaluation process because the display screen and nurse call button are busted. The device cannot be tested due to the busted display screen. The customer has requested no repairs be made and the device is being returned to customer unrepaired.